Event description:
It was reported that a leadless right ventricular pacemaker exhibited a stretched helix outside of the body after several positioning attempts during initial implant. The pacemaker was exchanged to complete the procedure. Patient did not experience any consequences as a result of the issue.